Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power adapters. The customer¿s blood glucose (bg) level was 257 (mg/dl). A bolus via the pump was delivered to address bg level. The customer believes the elevated bg level was due to recently eating dinner. The customer declined troubleshooting at the time of the report. Reportedly the customer had manual injections as alternate insulin therapy.